Manufacturer narrative:
Three samples and one photo was received by our quality team for investigation. Upon visual inspection black specks can be verified in the barrel. Upon closer inspection using a 10 times magnification lens, the foreign matter was identified as burnt plastic embedded in the molding. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this issue is related to the molding process during manufacturing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 305618, batch no. 8274818. It was reported that before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there were black and white particles on the syringe barrels. There were 107 occurrences. The following information was provided by the initial reporter: "it was discovered that there were black particles on the syringe barrels. It was noticed during the inspection process." Additional information received: the description of the complaint listed should be updated to state that the defect was both black and white particles. Additional information received: "black ink speckles inside the syringe near the measurement markings. Concern about safety of the syringe."